Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+3.5/078 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with presence of residue on the product. Visual inspection found the lens haptic bent and presence of residue on the lens surface. (B)(4)